Event description:
The mother of the patient reported that one week ago, her son experienced loud noises and from then on he has not worn his external device. It was attempted to press the coil closer onto the implant area, but without success. No other values were measureable. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.